Event description:
Patient notes that he notices his speed and power fluctuating at home and fluctuating lactate dehydrogenase. Computed tomographic angiography obtained (B)(6)2020 showed eccentric thrombus with up to 50% stenosis, tapering proximal to anastomosis.